Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the constant door not fully latched message experienced during functionality testing, which was reproduced. The messages were found to be caused by excessive force being required to close door. The door hooks were reworked.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.